Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 155mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap appears to be slightly indented. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.